Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient involving access 2 immunoassay system. Subsequent testing produced a result within the normal reference interval. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The laboratory has a reflex condition for all samples with critical results to be retested. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed system check to validate the analyzer and discovered dirty aspirate probes. The fse replaced the aspirate probes and completed system check which met specifications. The fse performed preventive maintenance pro-actively and verified operation. The unit conformed to the manufacturer's specifications. The customer stated the unit was in normal operation. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.